Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had eleven months of battery remaining and then suddenly tripped explant in just a span of three months. Analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. Moreover, the engineers recommended replacing the device and then return for detailed analysis. Furthermore, the patient was scheduled for a change out. To date, the device remains in service. No adverse patient effects were reported.